Manufacturer narrative:
.

Event description:
The customer reported a blower temp high: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. No patient harm reported, patient information not available.